Manufacturer narrative:
Eval summary: the device history record (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
A center director reported that a pt who underwent bilateral lasik was diagnosed with stage 1, diffuse lamellar keratitis (dlk) and epithelial ingrowth in both eyes, at the one day postoperative visit. The pt reported itchy and irritated eyes. The topical steroid drops were increased and oral steroids were prescribed. In a follow up, the director reported that the event resolved with the treatment within one week. No further info is expected. There are two medical device reports associated with this event. This report is for the right eye.